Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on 23-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On an unknown date, the patient had essure inserted. On (B)(6) 2018, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy done). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2018-(B)(6) 2018 (pregnancies, after the essure was removed)) and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), pain in extremity ("foot pain") and alopecia ("hair loss after hyst is much better"), was found to have weight increased ("weight gain") and underwent endometriosis ablation ("so glad you are e-free and that she could remove the endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament colpoexy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, pain in extremity and endometriosis ablation outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dyspareunia, endometriosis ablation, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: fulguration of endometriosis was performed during essure removal procedure. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case the following were reported via social media- endometriosis.. Lot number: a14898. Manufacture date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on 23-oct-2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy done). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on 23-oct-2018. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2018 (pregnancies, after the essure was removed)) and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), pain in extremity ("foot pain") and alopecia ("hair loss after hyst is much better"), was found to have weight increased ("weight gain") and underwent endometriosis ablation ("so glad you are e-free and that she could remove the endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament colpoexy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, pain in extremity and endometriosis ablation outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dyspareunia, endometriosis ablation, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: fulguration of endometriosis was performed during essure removal procedure. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case the following were reported via social media- endometriosis. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on 23-oct-2018. The most recent information was received on 27-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (on (B)(6) 2018 (pregnancies, after the essure was removed) and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament colpoexy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: fulguration of endometriosis was performed during essure removal procedure. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs received. Additional reporter lawyer was added. Event per pfs: dyspareunia was added, patient's medical history was added. Essure removal surgery was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2018-(B)(6) 2018 (pregnancies, after the essure was removed)) and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia") and pain in extremity ("foot pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament colpoexy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased and pain in extremity outcome was unknown. The reporter considered dyspareunia, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: fulguration of endometriosis was performed during essure removal procedure. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event weight gain, foot pain added. On (B)(6) 2020: processed with fu 3. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on 23-oct-2018. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2018 (pregnancies, after the essure was removed)) and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), pain in extremity ("foot pain"), alopecia ("hair loss after hyst is much better") and endometriosis ("so glad you are e-free and that she could remove the endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament colpoexy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, pain in extremity and endometriosis outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dyspareunia, endometriosis, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: fulguration of endometriosis was performed during essure removal procedure. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case the following were reported via social media- endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: reporters were added. Endometriosis was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080218) on 23-oct-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2018 (pregnancies, after the essure was removed)) and endometriosis. Concomitant products included duloxetine hydrochloride (cymbalta) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), pain in extremity ("foot pain") and alopecia ("hair loss after hyst is much better") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral ligament colpoexy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased and pain in extremity outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dyspareunia, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: fulguration of endometriosis was performed during essure removal procedure. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event hair loss was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.